Event description:
The customer called in for help with her meter. While troubleshooting, it was discovered that her meter was missing segments. The customer was not aware of the missing segments, but she did not allege any adverse events. The meter is to be returned for evaluation. A replacement meter was sent to the customer.